Event description:
It was reported that a spectrum infusion pump door does not latch. During baxter's device eval, the device alarmed door not fully latched. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms, determined to be caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.